Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to establish communication between the ipg and external devices. The patient programmer also reflects a communication error. The patient stated she had an unrelated illness and did not recharge the device. The patient also stated she has not felt stimulation since (B)(6) 2016. The ipg is inoperable. Subsequently, the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient is doing well and effective stimulation was achieved following the procedure. The issue is now resolved.